Event description:
It was reported that the final implant positioning sat higher than the trial implant construct. The sterile package was verified to ensure an offset adapter +0 was the device being implanted. A post-operative x-ray confirmed this difference in positioning, noting that the x-ray appeared to show an offset adapter +3 and not the offset adapter +0 as the packaged label indicated.

Manufacturer narrative:
The reported event of an offset adapter +3 within an offset adapter +0 package was confirmed. A device inspection was not possible since the affected device was not returned; however, all remaining inventory was inspected. The offset adapter +3 was left inside the patient as the surgeon did not feel the joint was over tensioned.